Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient was unable to activate a new pod and blood glucose levels rose to 30 mmol/l (540 mg/dl) with ketones of 4 mmol/l. The patient was placed under observation and received insulin for treatment. The pod was discarded and the patient was discharged after approximately 29 hours.